Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the reported issue was caused by a faulty printed circuit board. However, the cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit occasionally had a black screen after booting up and selecting a mode. The issue was found during preparation for use. The intended procedure was herniotomy and the procedure was therapeutic. The intended procedure was completed using a similar device without a delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the alarm sound was generated and the front panel was turned off due to a defective printed circuit board. In addition, the front panel was also defective. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.